Event description:
The customer reported via phone call that they had a keypad anomaly. The customer the down and escape buttons were unresponsive. Customer's blood glucose was 245 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent escape, down and up buttons response due to flattened buttons dome switch. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.